Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Upon power up, the device powers up in incorrect mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.